Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was a wake button issue. There was no impact to the customer's blood glucose level. It was confirmed that the customer had another tandem pump to use for insulin therapy.